Event description:
It was reported that during a changeout, while the patient was getting temporary lead implanted, externalized conductor was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.